Event description:
Boston scientific received information stating: subject was hospitalized from (B)(6) 2010 to (B)(6) 2010 due to dysfunction right atrial lead. (B)(6), canada dr. (B)(6) onset date: (B)(6) 2010. Implant date (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).